Event description:
Male patient had right shoulder pain, deficient rotator cuff. Had surgery late last year where a prosthetic was implanted. A few weeks after the initial surgery, the patient presented with a dislocation glenoid poly in place with separating humeral component sitting superiorly. Humerous dislocated anteriorly poly removed. A 6mm poly liner was implanted, and the patient was stable for recovery. Earlier this year, this same patient presented with disassociation of the prosthetic shoulder so they were returned to the operating room for as shoulder arthroplasty reverse. Rep is aware the device is in-house. He will retrieve upon notice.